Event description:
It was reported that issues were experienced with ilet cartridges that were believed to be contributing to elevated blood glucose levels, with cartridges appearing to leak into the pump and resulting in high blood glucose events. At the initial report, a supply change could not be completed and lot numbers could not be obtained because the patient was not at home. Follow-up indicated that blood glucose levels returned to range without a supply change; however, during a subsequent supply change attempt, another leaking cartridge was identified. The reported cartridge lot number was 330012. A replacement box of cartridges was requested and shipment details were confirmed. Blood glucose levels were within range at the end of the interaction, and the patient reported use of an inset infusion set. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.